Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the screen blanked and unit generated a hard alarm and multiple error codes indicating a spi bus failure. No patient involvement reported.

Manufacturer narrative:
Bad (B)(6) 2016; device evaluation: the field service engineer (fse) verified the customer reported problem by the diagnostic log. Resolution and disposition: the fse reseated power supply board and installed cable da to mc and bracket per (B)(4) to resolve this issue. Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.